Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette warning occurred in drain 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was ended early. The patient completed with continuous ambulatory peritoneal dialysis (capd) at the clinic the following day. Additionally, at the clinic the patient reported that they were administered antibiotics as a precautionary measure. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no signs of physical damage noted. They cycler underwent and passed a system air leak test, balloon valve actuation test, and patient pressure sensor calibration check. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and passed. There were no fluid leaks in the test cassette during test. An investigation of the cycler mushroom head checks passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the baseplate under the pump, on the bottom cover under the pump, on the inside of the rear panel, and behind mushroom heads a & b. The cause of the observed dried fluid could not be determined. In addition, a device history record (DHR) review was performed and verified that the results met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette warning occurred in drain 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was ended early. The patient completed with continuous ambulatory peritoneal dialysis (capd) at the clinic the following day. Additionally, at the clinic the patient reported that they were administered antibiotics as a precautionary measure. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.